Event description:
(B)(6), an rn in the ICU, called into the emergency support program line to request support with reporting a fiber optic sensor failure alarm on a cs300 during use. She stated the catheter had been functioning appropriately until after morning lab draws. Further assessment revealed hannah had been using the inner lumen for blood sampling. Esp personnel educated hannah that the inner lumen should not be used for blood sampling. No kinks were identified in the fiberoptic catheter. Esp personnel instructed her to remove and reseat the fiberoptic catheter into the module, ensuring the red arrows were aligned. The alarm continued to be present. It was determined that the fiberoptics were not functioning appropriately, and (B)(6) coiled the cable and labeled it ¿do not use.¿ esp personnel had (B)(6) aspirate and flush the inner lumen with the pump on standby and walked her through the appropriate steps to initiate pressure monitoring via the inner lumen. After zeroing, she reported a clear waveform with no alarms present. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).